Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor appeared disconnected from the pump due to a pairing failure, and review of the device interface showed the dexcom g7 pairing code had been entered incorrectly, resulting in unsuccessful pairing. No adverse clinical symptoms reported. Outcomes included temporary loss of automated glucose control inputs without injury or medical intervention. User support included review of the device alarm history and cgm pairing information with the user and provision of troubleshooting and education. Investigation of this case revealed user input error during cgm pairing that led to a failed sensor-to-pump connection, consistent with an incorrect pairing code for the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was use error.